Manufacturer narrative:
Device was not returned for evaluation. Copy of dec. 1, 1996 office note states that "x-rays look to show that he is probably subluxing his post in and out of the tibial tray and has probably fracture(d) it... "Nothing was reported to suggest the presence of materials or mfg defects. No conclusions can be drawn.

Event description:
Pt experienced "pop" of knee, instability, and pain. Revision knee surgery performed for fracture of tibial spine of tibial plateau.